Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). (B)(6) checked the subject device and found the followings. The angle of up direction did not meet specification due to wear of the angle wire. The up/down angulation control knob could not be locked securely due to wear of the fe lever. The adhesive around the light guide lens and objective lens had wear. The distal end cap was scratched. The adhesive of the bending section rubber had wear. The control section was deformed. The endoscope connector was dirty. The universal cord was wrinkled. The subject device was repaired and returned to the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]: candida parapsilosis (10-100 cfu), enterococcus gallinarium (10-100 cfu), rhizobium(agrobacterium) radiobacter (10-100 cfu). [Second time; (B)(6) 2021]: enterococcus gallinarium (1-10 cfu), rhizobium(agrobacterium) radiobacter (1-10 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope sprint 3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.